Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The battery was charged. Upon stating the unit, the receiver was observed to be perpetually rebooting. The reported event of no vibration was not confirmed as testing could not be completed. A root cause could not be determined.